Manufacturer narrative:
Concomitant medical products: 0.9% ns bag, 500ml; drug bag, venofer, therapy date (B)(6) 2015. The affected product has been received. A follow up report will be submitted when the investigation is completed.

Event description:
The customer reported that the piggyback infusion (venofer, 200mg) backflowed into the primary infusion (0.9% ns, 500ml). The nurse noticed the venofer moving into the primary bag. The nurse clamped off the secondary IV tubing and paused the pump within 1 minute of starting the infusion. A new bag of venofer and IV tubing were used to administer the patient's ordered medication. No patient harm reported.

Manufacturer narrative:
Concomitant products: bbraun 100ml IV bag of iron sucrose ¿venofer¿ 0.9% nacl, lot: j5e720, exp: august 2016; non-carefusion secondary IV set (vendor, model, lot unknown); therapy date: (B)(6) 2015. The customer¿s report that the piggybacked venofer backflowed into the primary set was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing, or damages to the components. No anomalies were observed. The check valve was also inspected under a microscope and noted to be assembled correctly in the set, and the silicone membrane was centered. The red fluid solution in the secondary bag was observed past the primary check valve and the primary IV bag. Functional testing was performed using blue dye--fluid and air bubbles were noticed going into the primary bag on the used sample received. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this failure was not identified.